Event description:
Info received indicates the right siderail is not latching in the up position.

Manufacturer narrative:
The tech found the shoulder bolt broken from the frame assembly which holds the siderail post and lower pivot. The tech replaced the bolt and lower pivot to repair the bed.